Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Unable to determine the cause of the customer's reported complaint because the product has been discarded by the customer and will not be returned. The root cause of this failure could not be identified.

Event description:
The customer reported a generalize complaint of "sluggish" blood draws and being unable to "return waste, blood leaks on the floor" while using a 4 way stopcock. There is no specific patient event or patient harm reported.